Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing retrograde approach. The 90% stenosed target lesion was located in an anastomotic shunt in a moderately tortuous and non-calcified vessel. After a guide wire passed through the lesion, a 4.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilatation. The first inflation was performed at 20 atmospheres and the second inflation was done at 24 atmospheres. However, upon the third inflation at 23 atmospheres for 40 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.